Manufacturer narrative:
Citation: john d'angelo et al. Transcatheter pulmonary valve replacement in middle and late adulthood. The american journal of cardiology volume 229, 15 october 2024, pages 36-46 2024. 10.1016/j.amjcard.2024.08.007. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter pulmonary valve replacement in middle and late adulthood. The study population included 67 patients who were predominantly female with a mean age of 52 years old and mean weight of 81 kg. Multiple manufacturer¿s devices were implanted in the study population; medtronic devices included a melody valve (n=7), harmony valve (n=1) or contegra conduit (n=4). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: major bleeding, cardiac arrest, arrhythmia requiring permanent pacemaker or implantable cardioverter defibrillator implant, acute kidney injury, moderate to severe pulmonary regurgitation, moderate pulmonary stenosis, and endocarditis. No further information was provided pertaining to medtronic products.